Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The equipment was returned to olympus without reprocessing at the facility, resulting in foreign material remaining in the channel opening. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. During evaluation, found: the foreign material stuck in the channel tube, 4cm below the channel port at the grip which was a transparent plastic tube about 1cm long and 3.5mm in diameter, was removed. The keytop of switch 1 was damaged (no water leakage) due to physical stress caused by handling, objective lens was worn, resulting in slight shadow of the image. The product has been repaired once in the past year for the nozzle was slightly deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a foreign matter in the channel tube. The issue was found during reprocessing. There was no delay to treatment. The diagnostic procedure was not completed using the same set of equipment. The endoscope wasn't used for the next procedure when the customer found it was clogging. The customer was unable to specify the foreign material. The patient was not under sedation when the issue was found. The doctor injected the flushing solution with an injection needle, part of it broke in the mouth of the forceps channel. There were no reports of patient harm.